Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with preoperative diagnosis of severe spinal stenosis and degenerative instability. Per op notes: after suitable level of general endotracheal anesthesia had been established, patient turned to face-down position on spine table. Careful positioning to get maximum lumbar lordosis. Emg electrodes were placed and the back prepared and draped in standard fashion. Under fluoroscopic control, incision was made from t9 through the sacrum, carried down to the skin, subcutaneous tissue, deep fascia. Paraspinal muscles were stripped in subperiosteal plane and dissection carried out to expose lateral aspect of the facets of l 1 l2, l3, l4, l5 the ala of the sacrum and the facets at t10, t11 and t12. More x-rays were taken. A decompressive laminectomy was then performed by removing the spinous processes and under the microscope with high speed drill and variety of punches; a generous bilateral laminectomy was done. The bone that had been removed from the spinous process was mixed with donor bone and bmp impregnated gelatin, which was placed over the denuded transverse processes and facets and the all of the sacrum. Once this was done, the dura was covered with gelfoam and biologic glue. The retractors removed and the wound closed in layers in standard fashion. Once the fascia was closed, separate stab wound and pain pump catheter was placed and remaining wound was closed. Dry sterile dressings applied and patient returned to recovery room in satisfactory condition.